Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator in backup operation. Further information was requested but not received.

Event description:
New information received notes that backup operation that device was successfully restored via programming. High voltage therapy was disabled during backup. There were no adverse patient consequences reported.

Manufacturer narrative:
Additional information: b5, e1, and h6